Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The 99% stenosed lesion was located in a severely calcified and severely tortuous proximal to mid right coronary artery (rca). The physician attempted to advance a 3.5x24mm taxus liberte' stent across the lesion, the stent dislodged from the balloon in the rca. The dislodged stent was retrieved with a snare and the procedure was completed with another taxus liberte' stent. No further pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.